Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6) found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they have not been able to charge their implanted neurostimulator (ins) for about a week and the screen will not progress past checking the recharger. Patient reported they currently had the recharger connected and they attempted to unlock the controller screen and reported it would not unlock. Agent had patient remove the battery pack and plug the controller into the ac power cord; patient confirmed controller powered on. Patient reinserted the battery pack and confirmed green light was flashing above the screen. Patient then connected recharger and was unable to advance past checking the recharger. Agent had patient check recharger for visible damage and patient reported none; however, patient then stated their recharger had felt like it was burning their back while charging their ins for probably about 3 months (confirmed sometime in june). Patient confirmed they had not had any actual burn marks on their back. The issue was not resolved. A repla cement recharger (rtm) was sent out. No symptoms were reported..

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.